Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 1494 indications for use. The additional proglide device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via an 8f sheath hole prior to an aveir leadless pacemaker interventional procedure. The sutures of two proglides were pre-placed. The sheath was upsized to a 27f and the pacemaker procedure was completed. Hemostasis was not achieved with the two pre-placed proglide sutures as the sutures "did not cinch down". A figure of 8 stitch and manual compression were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted the electronic proglide instructions for use (IFU) states: ¿for access sites in the common femoral vein using 5f to 24f sheaths. At least two devices and the pre-close technique are required.¿ the IFU violation did not contribute to the reported difficulties. It should be noted that the IFU states: prior to deployment of the perclose proglide suture mediated closure (smc) device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the sutures were malpositioned, or the non-rail was inadvertently pulled; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code - failure to follow steps / instructions